Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient began experiencing blurred vision and the complaints had progressively worsened over time. Patient experiencing significant vision loss, especially at near and intermediate distances, which prevents from concentrating at work and causes major difficulties in daily life. During the follow-up due to these issues, patient was told that this was a temporary condition. However, patient complaints have continued to increase and still persist. Additional information was received, patient see the keyboard keys blurry and when the environment is slightly dim, patient cannot see at all. Before the surgery patient had myopia and astigmatism now patient had become hyperopic with astigmatism and need to wear reading glasses to have clear vision. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).